Event description:
A report was received on 04 mar 2026 from the home therapy nurse (htn) of a 47 year old female patient with a medical history including end stage renal disease, who stated the patient was treating alone without a caregiver present and expired during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on 09 mar 2026 from the home therapy nurse (htn) who stated the patient was picked up by an emergency medical technician (emt) so she wasn't assessed by the doctor. Per the htn, the cause of death has not been determined.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).